Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of descending aortic dissection. The lesion exhibited slight vessel calcification and slight tortuosity. It was reported that there were no abnormalities noted during preparation and inspection of the device prior to use. No pre-dilatation was performed. During the surgery, it was reported that after the valiant stent graft was deployed it failed to cover the dissection breach. Angiography showed large contrast agent was sprayed into the false lumen by breach. The operation time was prolonged. No additional treatment has been planned. The physician determined that the reason of the event was a type iii endoleak, fabric. Patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: a review of returned pre-implant angio images during implant revealed that the patient had a dissection in the descending thoracic aorta. The dissected false lumen was seen along the aortic arch ~ 3 ¿ 4 cm caudal to the lsa; a possible entry tear was seen on both the outer <(>&<)> inner curvature of the true lumen. Contrast in the false lumen was seen extending >15cm into the descending thoracic. The distal extent of the false lumen and other possible entry tears could not be confirmed in the films. In the ascending thoracic the flow lumen diameter just proximal to the innominate artery measured ~32mm (a-p), and the thoracic true lumen diameter just caudal to the origin of the lsa measured ~ 27mm (a-p). The minimum true flow lumen diameter in the descending thoracic aorta ranged from 18 ¿ 17 mm (r-l), and was 14 x 24mm at the level of the distal catheter marker within the distal descending thoracic. The valiant device was seen implanted up to the level of the lsa, and the bare springs were seen released. With the stationary spindle seen near the level of the 2nd covered spring, the tip was then pulled back and recombined with the spindle. The delivery system with the recaptured tip was then seen pulled back through the stent graft and placed into the graft cover seen just beyond the distal stent graft markers. No stent graft ballooning was seen in the films. The delivery system was removed from the patient; no d-s or stent graft issues were observed during this process. The distal margin of the stent graft within the descending thoracic was near the level of the aortic valve. Final angio showed that the single valiant was implanted from just distal to the lsa, extending across the arch into the descending thoracic. Contrast was seen outside the stent graft and there was perfusion of the false lumen which was seen filling proximally along the arch and distally along the entire length of the descending thoracic. The possible source of the contrast from the stent graft appeared to be near the mid-length ~10 cm distal to the lsa along the outer curvature. Contrast was also seen along the inner curvature of the arch. The stent graft od measured ~29mm (a-p) at the 1st covered spring, 25mm (a-p) x 24mm (l-r) at the mid-length, and 23mm (a-p) x 20 (l-r) at the distal margin. The stent graft was patent and no other issues were observed. No intervention was seen on the films provided. The cause of the contrast seen outside the stent graft with perfusion of the false lumen could not be determined from the films provided. The pre-implant CT¿s showing the precise location of the entry tear(s) were not available for review; therefore, it is possible that the entry tear(s) were not covered by the single implanted stent graft. While it is possible that the contrast seen outside the stent graft was caused by a type iii fabric endoleak, this appeared more likely to have been a type IV endoleak.